Event description:
It was reported that the patient alert sounded for high impedance on the left ventricular lead. The stimulation on the lead was reprogrammed. It was later reported that the lead had high thresholds and a visible crush. The lead was explanted and a new left ventricular lead was implanted. This patient is part of the adaptive crt study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were fractured. It was noted that all conductors were distorted and all of the conductors were stretched. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:12. The weekly pace impedance trend data shows an abrupt increase for min and max lv perm pace impedance= 589 to 4047 ohms peak between (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were fractured. It was noted that all conductors were distorted and all of the conductors were stretched. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed high resistance/impedance. There was 1 patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:12. The weekly pace impedance trend data shows an abrupt increase for min and max lv perm pace impedance= 589 to 4047 ohms peak between (B)(6) 2011.

Event description:
It was reported that the patient alert sounded for high impedance on the left ventricular lead. The stimulation on the lead was reprogrammed. The lead is still in use. No patient complications have been reported as a result of this event.